Event description:
It was reported that "the central line was placed in the or by anesthesia on (B)(6) 2024. While trying to draw labs on (B)(6) 2024, the rn noticed that while trying to pull back from the introducer port, all she could draw back was air. The line was inspected and using a 10 ml syringe approximately 100 ml of air was removed. All of the other lumens pulled back blood with no issue. The patient had no subcutaneous air palpable". Associated complaints (B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "the central line was placed in the or by anesthesia on (B)(6) 2024. While trying to draw labs on (B)(6) 2024, the rn no ticed that while trying to pull back from the introducer port, all she could draw back was air. The line was inspected and using a 10 ml syringe approximately 100 ml of air was removed. All of the other lumens pulled back blood with no issue. The patient had no subcutaneous air palpable". Associated complaints 9680794-2024-00755, 9680794-2024-00754 and 9680794-2024-00753

Manufacturer narrative:
(B)(4).